Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2018-01303. It was reported following a trial lead procedure on (B)(6) 2018, the patient experienced pain in a different location. The original pain pattern was back. However, the patient currently has pain down his left side going from his tailbone to his groin and down the left leg to the foot. It was noted during the procedure, the physician spent 2 hours attempting to place the second trial lead due to scar tissue. The patient stated the pain was getting worse. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the leads were removed. Additional information revealed the patient's pain had not improved and the patient stated his left leg feels like it is "giving out." The patient was prescribed pain medication, which did help alleviate some of the pain. However, the patient will undergo an epidural as the next course of action.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-01303. Follow-up information revealed the patient received an epidural injection on (B)(6) 2018, which still did not resolve the issue. However, the patient underwent a permanent implant procedure on (B)(6) 2018.